Event description:
On 03/26/08, the sales representative reported that the pt had an initial surgery about one year ago. During post op, it was noticed that the screw was broken. This screw was implanted at s1. Additional information rec'd on 04/07/08 via telephone, the sales representative reported that the pt complained of pain. The surgeon revised the pt to remove the broken screw and address adjacent levels. The shaft of the screw had broken at the third thread down from the tulip head. The tulip head was still attached to the top portion of the shaft. The bottom portion of the shaft was still within the bone. The surgeon extended the construct and implanted two t-lifts at l4-l5.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the proudct.